Event description:
It was apparent that the patient's central venous pressure (cvp) reading was intermittent. Troubleshooting revealed a faulty cable. The cable was disconnected from another unit and replaced. The second cable worked fine. There was no adverse effect on the patient.